Manufacturer narrative:
Block h6: imdrf device code a050401 captures the reportable event of a/w valve fluid leak. Block h11: investigation results: the product was not sent back for evaluation to determine whether a device defect was present. As a result, no analysis could be performed, and the reported issue could not be verified. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformance's, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Because the investigation was unable to confirm or rule out the reported device problem, and the device was not returned for assessment, the investigation conclusion code assigned to this complaint is unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that an orca valve was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2026. During the procedure, water was observed leaking from valves through hole. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.